Event description:
The physician attempted an arteriotomy closure with the starclose device after a diagnostic catheterization procedure. The physician could not remove the device and the pt went to surgery for device removal. Surgeon found vessel locator wings still open, but vessel locator button was up. Clip was described to being off to the side. Md removed device and sutured artery. Pt had no complications following surgery.